Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and the self test. No vibrator anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube lip, and minor scratches on the display window.

Event description:
It was reported that the customer had high blood glucose levels of 402 mg/dl. It was also reported that the insulin pump has a vibrating sensation but the insulin pump is not vibrating. The customer also reported that the insulin pump is cracked.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.